Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Root cause has been identified as a user issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This report previously submitted under warsaw biomet MFR number 0001825034 - 2026 - 00115 g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 months later due to unknown reasons. Attempts have been made and no further information has been provided.